Manufacturer narrative:
Evaluation summary: there was a kink on the distal shaft 4.7cm distal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 6th distal stent wrap with struts raised. There was slight deformation to the distal tip. The mandrel would not load through the inner lumen most likely due to hardened blood and/or contrast.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and tortuous proximal rca lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device and excessive force was used. It was reported that the device failed to cross the calcific lesion and stent deformation was noted with stent struts damaged. No patient injury reported. The stent was replaced by the another manufacturer¿s product, but this stent could not pass through the lesion and the patient was taken to by-pass operation. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.